Manufacturer narrative:
The technical failure was related to a defective blower (component that creates the air flow within the ventilator). The issue was resolved by replacing the blower.

Event description:
The ventilator showed technical fault 231009. There was no serious deterioration in the health of the patient, user or other person. The ventilator alarmed visually and acoustically.

Manufacturer narrative:
The technical failure was related to a defective blower (component that creates the air flow within the ventilator). The issue was resolved by replacing the blower. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The ventilator showed technical fault 231009. There was no serious deterioration in the health of the patient, user or other person. The ventilator alarmed visually and acoustically.